Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was working on an item and got an electrical shock. The device then went "crazy" and their heart rate went up to 125 beats per minute when it is usually in the 70-80 range. The device remains in use. No further patient complications have been reported as a result of this event.